Event description:
Newborn premature infant transported to children's facility from outside hosp for neonatal intensive care. Infant transported on transwarmer and on arrival, physician noted that infant sustained burns to right torso and bilateral heels suspected from transwarmer.